Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896597, gd896704, gd896589, gd896399 and gd896407 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin and another unspecified antibiotic (dosage, route and frequency not reported) for the peritonitis. The patient was discharged from the hospital after six days. The patient was readmitted to the hospital two days later for an unrelated condition. The patient was still recovering from peritonitis during the second hospitalization. The patient was discharged from hospital four days later. Five days after the discharge from the second hospitalization, the patient was readmitted to hospital for another unrelated event and was still recovering from the initial peritonitis event. During their hospitalization, the patient¿s pd catheter was removed. On an unreported date, during the same hospitalization, capd therapy was discontinued and the patient began hemodialysis. At the time of this report, the patient remained hospitalized and was reported to be recovering from the peritonitis. Additional information was requested but was not available at this time.